Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Left hip revision for pain and elevated cobalt and chromium levels. All implants removed and replaced. Update: "the surgeon did not allege anything against the shell. The cup was revised for pain and elevated cobalt and chrome levels as stated in the initial report."